Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2026 at 4:00 pm symptoms included dizziness, profuse sweating, weakness, sleepiness and an extreme headache. The cgm value was 52 mg/dl. A family member checked his bg using a glucometer which was 442 mg/dl. The family member gave him 4 units of insulin which decreased the bg fs value to 178 mg/dl. Although they attempted to calibrate the cgm sensor, it continued to display inaccurate readings. The patient¿s family decided to take him to the ER for evaluation. At the hospital the bg fs had increased to 200 mg/dl and the cgm value was not specified. After evaluation the hcp decided to admit him, and the admission diagnosis and treatment details were not provided. It was noted he received slow- acting insulin during treatment, and he was discharged 8 days later in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.